Event description:
Intermittent atrial undersensing during at/af (atrial tachycardia/atrial fibrillation). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).